Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the scope connector cover was leaking; the insertion plastic distal end cover was burned; the insertion distal sheath glue was chipped; the insertion connecting tube was wrinkled with a dent and was bucked; the control unit air/water nut painting peeled off; the control unit suction cylinder nut painting was peeled off; switch section key top 1 had a pin hole; the universal cord was scratched; the connector plug unit had damaged housing; low angulation; knobs had play; no air/water due to clogging nozzle; and the adhesive around lenses was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, channels 1, 2, and 7 on the evis exera lll gastrointestinal videoscope were found to be clogged. The nasal scope was used in combination with the insertion of a percutaneous endoscopic gastrostomy (peg) probe. The intended procedure was for a diagnostic examination, and no instruments were used in the scope. The examination was completed successfully with the same device under general anesthesia. The clogged channels were found during reprocessing and not during the procedure, so there was never a dangerous situation. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to a leak, reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.